Event description:
A customer reported their AED will not speak. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the AED failing to speak. The AED and battery were requested to be returned so they may be evaluated and tested. To date the AED and battery have not been returned and the root cause is not known. Should additional information become available a follow-up MDR shall be submitted.